Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged; further described as "faulty cassette" (the tubing was separated from the cassette). This was observed when unpacking the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted the patient line port was broken from the cassette, leaving a portion of the port inside the patient line tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.